Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that one of the core drivers was broken in the welding area. The most likely cause of this condition is a user error.

Event description:
It was reported that during an oats surgery the plunger broke off in the knee. The broken piece was retrieved out of patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit (B)(6) 2023: the affected device of the set has the number c2782-01.